Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-06379. It was reported that a perforation with subsequent pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) and a 24mm watchman ® laa closure device & delivery system (wds) were selected. The was placed across the septum and navigated into the laa with an unknown pigtail catheter. The pigtail was removed and the wds was inserted and the marker bands were aligned. Then a small puff of contrast showed a perforation had occurred. Transesophageal echocardiogram was performed and confirmed the perforation which resulted in pericardial effusion. The watchman system was pulled back and protamine was administered. A pericardiocentesis was performed and fluid extracted. The watchman system was removed; the closure device was never deployed. The procedure was aborted. The patient was stable and monitored overnight. Echo repeated the next morning was noted to be normal. The patient was discharged to home that day.